Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not recharged the ipg as recommended. In turn, the ipg has become non functional and the charger/programmer can no longer communicate with the ipg.